Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. Upon examination it was believed that the device was working properly. However, ureteroscopy found that the cuff was not completely closing the urethra. The physician suspected that the cuff was too large for patient's anatomy or that the fluid volume in the system was not sufficient; therefore, a revision surgery has been requested. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegations cannot be confirmed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). The reason for incontinence urinary, length too long and device operates differently than expected were determined to be inadvertent/unintentional interaction; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter. Upon examination it was noted that the device was working properly. However, an ureteroscopy was performed and it was identified that the cuff was not completely closing the urethra. The physician suspected that the cuff is too large for patient's anatomy or that the fluid volume in the system is not the ideal; therefore, a revision surgery has been requested. No additional information was reported.